Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and capsular contracture baker grade IV.

Event description:
The patient reported right-side "pain, grade 4 capsular contracture, and perforated devices" and also cited "the recall." The device has been removed.